Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device had intermittent button response due to moisture damage on keypad traces. No screen or bars scrolling up noted. The device also had minor scratched lcd window.

Event description:
It was reported that the customer had battery and keypad issues. The customer's blood glucose level was over 300 mg/dl. The insulin pump kept scrolling without stopping. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.